Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient (pd) experienced peritonitis. The cause of the event was reported as "digestive trouble due to food." On the same day as the event onset, the patient was hospitalized for peritonitis. The patient was treated with unspecified antibiotics (drug names, doses, routes, frequencies, and durations not reported) for peritonitis. Seven days after the event onset, the patient did not respond to the antibiotic therapy; subsequently, pd therapy was discontinued, the pd catheter was removed, and the patient was switched to hemodialysis therapy. Two days later, the patient was discharged from the hospital. At the time of this report, the patient had not recovered from the peritonitis event. No additional information is available.